Manufacturer narrative:
Information was not provided. Three devices (a-b) were returned for analysis. Device a was returned with the distal tip of the blade broken off and missing. Scratches were noted on the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout", later in the procedure. For this reason, the following statements were included in the instructions for use." Avoid accidental contact with all metal or plastic instruments or objects, when the instrument is activated. Contact with staples, clips or other instruemnts while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damaged of this magnitude would have been detected at this process. Devices (b-c) were returned in good condition. The device was tested with a gen04 and was functional. No error code was noted. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
The affiliate stated that after a few seconds, no function, error code 5 on display. A new instrument was used to complete the case. There was no patient consequence was reported.